Manufacturer narrative:
This is a final report. The customer's test strips were returned on (B)(4) 2016 and an investigation utilizing the returned test strips and a retained meter (method code:13) has determine the complaint is not confirmed. Performed visual inspection on returned test strips and no issues were observed. Meter powered on with button. Meter did power on with insertion of strips. Additionally: the information documented in section e is the customer's information. The actual dates when the medical events occurred is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's visiting nurse reported that on two unspecified dates/times customer's adc blood glucose meter would turn on with button press, but not with test strip insertion. Consequently customer did not know his blood sugar status. Caller further reported that due to this the customer was hospitalized twice with a diagnosis of dka (diabetic ketoacidosis). No further information was provided as the caller declined to continue troubleshooting. There was no report of death or permanent injury associated with this event.